Event description:
Healthcare professional (hcp) reported 550 device gave fl-06 alarm 15 minutes after treatment was started. No other alarm was noticed throughout the remainder of the treatment. At the end of treatment, patient weight was 2kg less than goal weight and pt. Complained of severe cramping. Blood pressure was within normal limits. Normal saline was administered. On 07/21/1998, pt was reported to be "fine".